Manufacturer narrative:
Date sent: 03/13/2009. Evaluation summary - the analysis results found that a 6tb45 device was received in good visual condition and without reload present. The clamping was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colorectal procedure, the firing trigger was not working and the jaw was not opened. It is unknown how the case was completed. There were no adverse consequences to the patient.